Event description:
It was reported when an asymptomatic patient presented in clinic, inappropriate auto mode switch episodes were observed. Egms revealed oversensing of the r wave on the atrial channel. No reprogramming changes were made. The patient will continue to be monitored. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.